Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device identified a blue hair-like debris within the sealed sterile package. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to operator error during the manufacturing process. Corrective/preventive actions will be initiated to address the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI# - (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that debris was found in the sterile package. No adverse events have been reported as a result of the malfunction.